Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's blood glucose remained elevated despite multiple insulin boluses delivered through the pump, requiring manual insulin injections and hospitalization for glucose stabilization. The infusion set was later found to no longer be attached to the patient's body. While in the hospital, the patient noticed the cannula of the infusion set was extremely kinked. There was patient involvement.